Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: creases, brown particles and deformation. Cloudy after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: -no issues found related with the manufacturing. The events of lymphoma - alcl suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left breast enlargement over a few days, peri-implant fluid aspirated (180 ml) which; scattered cd30-positive large cells are seen, localized to the seroma cavity surface, in keeping with minimal residual anaplastic large cell lymphoma. The biomarker of alk- has not been reported.

Event description:
Healthcare professional that the patient noticed left breast enlargement over a few days. Ultrasound study showing a peri-implant fluid detected in the left breast region. This was subsequently aspirated (180 ml) which revealed the presence of a straw-colored fluid which is probably a seroma collection. Pet scan showed there is a small rim of fluid with low-grade uptake around the left breast implant. Histopathology showed scattered cd30-positive large cells are seen, localized to the seroma cavity surface, in keeping with minimal residual anaplastic large cell lymphoma. The biomarker of alk- has not been reported. The device has been explanted. Affected side is left.